Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced high impedances when using the (B) (4) pocket adapter. Impedances were >10000 ohms on the 4-7 electrodes even when the extensions were flipped. Impedances were good when connected to the 0-3 port. Additional info has been requested from the hcp, but was not available as of the date of this report.